Event description:
Customer reported a tandem mobi cartridge alarm during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the cartridge from the pump and administer a 9-unit bolus, which was successfully completed. Initially, the customer was unable to reload the original cartridge and resume insulin therapy, but with assistance from technical support, they successfully loaded a new cartridge and resumed therapy. The issue was resolved, and a replacement cartridge was sent to the customer.